Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2012, the distributor contacted animas reporting a power issue with the pump. The screen logo reportedly froze and the pump was rebooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows multiple call service alarms occurred on the reported event date. The pump was unable to boot up to the verify screen, giving just two beeps and a blank screen when attempting to power it on. The pump was programmed with a new software code, and the pump then powered on appropriately to the verify screen with no alarms. Multiple ez-prime operations were performed with no alarms. Investigation concluded that a software issue was the cause of the reported incident.